Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a lamp burned out on a system during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp filament was burned and stopped working. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on august 18, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the burned lamp. However, how or when the component became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
A lamp was received for evaluation. A visual assessment of the returned sample revealed that the lamp bulb was loose and could move in the ceramic potting holding it. The customer reported that their system illuminator lamp was burned. The company representative replicated the reported event, replaced the lamp to resolve the issue, and then tested the system to meet specifications. The lamp was returned to the manufacturing site where it was evaluated and found to have a loose bulb. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the component became nonconforming could not be determined. (B)(4).